Manufacturer narrative:
Corrected information: d6a.-"(B)(6) 2023" should be removed. - "uknown." D6b.-"(B)(6) 2023" should be removed. - "uknown." Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 -10.00 diopter implantable collamer lens flipped upside down when it was implanted. Backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.